Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarms and motion sensor test failure alarms. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump due to repeated motion sensor test failure alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind; the problem is isolated to the mother board. The motor was tested outside the device and passed. Unable to perform displacement test and verify motor error alarm due to a35 alarms during rewind. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.